Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stent placement procedure for a malignant colonic stenosis with obstruction, performed on (B)(6), 2010. According to the complainant, the stent was placed properly and successfully. The patient reported feeling better and started having normal defecations. One week after implant, on (B)(6), 2010, the stent spontaneously migrated through the anus. The procedure was not completed due to this event. The physician reported that a contributing factor to the event may have been the patient¿s original indication for the stent placement. The patient was treated with antibiotics. The patient's condition at the conclusion of the procedure was reported to be 'stable'. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The returned stent presented with no anomalies or deformities. The stent was fully expanded, with no profile issues, and was within dimensional specifications. The most probable root cause of the complaint event is being labeled as an anticipated procedural complication. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Manufacturer narrative:
(B)(4) - no code available (medical intervention required).the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stent placement procedure for a malignant colonic stenosis with obstruction, performed on (B)(6) 2010. According to the complainant, the stent was placed properly and successfully. The patient reported feeling better and started having normal defecations. One week after implant, on (B)(6) 2010, the stent spontaneously migrated through the anus. The procedure was not completed due to this event. The physician reported that a contributing factor to the event may have been the patient's original indication for the stent placement. The patient was treated with antibiotics. The patient's condition at the conclusion of the procedure was reported to be "stable". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.